Manufacturer narrative:
Investigation is ongoing. Discarded.

Event description:
As reported by a field clinical specialist, a patient underwent a successful tavr procedure with a 20mm sapien 3 ultra resilia in the aortic position. During the procedure, the implanting physician noted resistance at the distal tip of the sheath while advancing the commander delivery system through the esheath. Upon removal of the sheath, a distal tear was was found. No harm to the patient was caused during this procedure. Upon follow-up with the fcs, there were no abnormalities noted with the sheath prior to use. The expansion tool was used and the loader was able to be fully inserted into the sheath/sheath housing. The sheath was not inserted at a steep angle and was not torqued during the procedure. The sheath was torn at the tip of the sheath shaft and appeared to be horizontal and jagged.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "general risk - failure - sheath distal tip torn" and "introduce and navigate system through sheath / access vasculature - resistance between system components - difficulty advancing through sheath" were confirmed per evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "during the procedure, the implanting physician noted resistance at the distal tip of the sheath while advancing the commander delivery system through the esheath. Upon removal of the sheath, a distal tear was found." Per evaluation of the provided photos, the distal tip was observed to be torn but still attached to the sheath. The failure mode is characteristic of sheath tip tear events as described in product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of access vessel calcification and undersized luminal diameters near the aortic bifurcation. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification." Undersized vessel diameters can create a constrained condition for optimal sheath tip opening. Additionally, sharp calcified nodules can scratch the sheath distal tip and disrupt proper tip opening, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification, undersized vessel) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.